Event description:
It was reported that the patient underwent full vns revision surgery due to high impedance (>10000 ohms). The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.